Manufacturer narrative:
This report is being submitted as follow-up no. 2 to correct section g3. The g3 date in the follow up no. 1 report was inadvertently reported. The correct date should have been 27-nov-2023.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal collagen would not advance thru the sheath. The patient's pre-procedural condition medical history was chest pain. The reported event did not result in patient injury and/or require medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. There was no reported blood loss, the event occurred pre-operative. Additional information was received on 17oct2023: the procedure being performed on the patient prior to the closure device was a heart catheterization using an 8fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The technician was unsure if a pre-deployment angiogram was performed. Hemostasis was achieved by manual pressure. The patient was stable.

Manufacturer narrative:
A1: patient identifier: requested, not available due to hipaa. A2: age & date of birth: requested, not available due to hipaa. A3: patient sex: requested, not available due to hipaa. A4: weight: requested, not available due to hipaa. A5: ethnicity: requested, not available due to hipaa. A6: race: requested, not available due to hipaa. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: supply/lay user. A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.